Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during dwell 2 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient had disconnected and reconnected prior to the alarm, but had done so using proper procedures. All of the bags were properly spiked and connected. The supplies had not been damaged by an outlet port clamp or assist device. The hp stated the unused the supply line clamp was open. Proper procedures were reviewed with the patient. The technical service representative (tsr) had the home patient (hp) power cycle the hc. The hc alarmed system error 2367. The tsr had the hp cycle the power again to proceed to "press go to start". The tsr informed the hp to start over with all new supplies or use manual supplies to complete therapy. The tsr instructed the hp to inform her registered nurse of the alarm. The hc was operational. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.